Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a flame came out from the socket where the remote monitor was plugged in. Patient had unplugged the monitor. No further troubleshooting steps were taken. A new adapter will be sent. The remote monitor remains in use. No patient complications have been reported as a result of this event.